Event description:
Tsr stated the head section will not go up past 45 degrees. He cannot manually lift it past 45 degrees as well. (Indicating head cylinder is the problem). No injury reported. Tsr replaced the head cylinder to resolve this issue.